Event description:
A report was received that a patient had a pocket revision due to pain in her right buttocks. The physician moved the pocket site from one side to the other. The patient is reportedly doing well following the procedure.